Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient reported that they need an MRI and are unsure if it is related to their device or therapy, but they have symptoms that are related. The patient reported having back problems beginning sometime last year and they have problems in their legs where the stimulator is supposed to help with so the patient stated that it is either a pinched nerve or the blood flow is slow in their lower legs. The patient stated that beginning in (B)(6) 2016 they have had a burning sensation in their rectum area and hips and in (B)(6) they started having falls but they could not remember if it was in (B)(6) or (B)(6). The patient would follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported that the patient was scheduled for a CT myelogram. The hcp was not aware of the problems reported by the patient. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.